Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 58-year-old female patient weighing 73 kg had 5fu home infusion for 96-hour infusion. The pump alarmed prior to the expected completion time which was 6.25 percent out of range for expected tolerance of the pump. The patient came in for disconnect early and the bag was completely empty except for 28 ml out of the 384 ml total volume. There was patient involvement, but no harm was reported.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.